Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery catheter (sdc) was returned for analysis. A visual examination of the crimped stent found damage / kinking at the center of the stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinking to the hypotube shaft. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right posterior descending artery. After pre-dilation with a non-bsc balloon catheter, a 32x2.25 promus premier drug-eluting stent was advanced but could not advance further than proximal side of the lesion. The device was attempted to cross the lesion using a non-bsc guide extension catheter, but still could not cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.